Manufacturer narrative:
Unit was programmed with multiple boluses and monitored. All boluses delivered completely and were recorded in the bolus history screen. No bolus anomaly noted. Unit was unable to prime during prime/a33 test and alarm motor error during basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was performed. The device was returned for analysis.